Event description:
Pt was revised from a unit to a total knee because the tibial component had subsided (left side).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.